Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was oversensing t waves. The lead was reprogrammed, which resolved the issue, and then about a year later, t wave oversensing recurred. Further reprogramming was done and the lead remains in use. No patient complications have been reported as a result of this event.